Event description:
It was reported that during a heart procedure, the device cut, but only stapled on one side of the staple line. No buttressing material was being used. Sutures were used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
Date sent: 09/04/2008. Info is unavailable; device was not returned for evaluation.